Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Fluoroscopy revealed cardiac perforation. The lead was successfully repositioned. The patient was stable and asymptomatic.

Manufacturer narrative:
Further information requested, but not yet available.